Event description:
It has been reported by a dealer that they received mislabelled parts. The dealer "ordered some transport chairs but the outside labels are stating walker," "order paddle walker and the ticket was put on a transport chair," and "order a transport chair, but label was on a walker."